Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient have extreme pain in the area of the ins shooting down the patient's leg. Patient said they think the device may have moved. When asked if the patient has had any falls trauma or change in activity the patient said "not really". Patient also mentioned they are on pain meds. Reviewed how to decrease stim. Patient was able to decrease stim during the call. Recommended monitoring pain to see if improves.